Event description:
It was reported the system displayed an ad channel error message. This error will result in a no boot situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse and circuit breaker were replaced and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.